Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4: batch # 388c09. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil slightly bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. In addition, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c09, and no non-conformances were identified. Additional information was requested and the following was obtained: what additional information do you need on firing sequence? The physician went very fast from steps to articulate, red safety off and fire which I believe caused the device to stall.. It did however fire approximately halfway before firing sequence stopped. Took battery out and in, tried to fire and device made a quick buzz- maybe 1mm fire and stopped.. Battery out and in several more times w same result- still couldn¿t open jaws so did manual override sequence- opened new gun to finish last 2 firings of radical nephrectomy. No bleeding or patient consequence experienced.

Event description:
It was reported that during the laparoscopic nephrectomy procedure that on the sixth firing of the device, the firing sequence stopped mid-fire. The doctor took out battery and replaced, tried firing again and it only went 1mm each time firing trigger was pulled- repeated battery out-in five to six times - firing sequence would not complete and had to perform manual override and open new device to finish last two firings of the procedure. The procedure was completed successfully with no patient consequences.